Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. The last bolus request was on (B)(6) 2017 at 1:57pm. The user did not charge the pump and the pump powered off with alarm on aug 3, 2017 at 10:42am due to a dead battery which halted all insulin delivery. The pump never resumed insulin delivery and could not have contributed to a low bg event on (B)(6) 2017. Complaint could not be confirmed. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a hypoglycemic event. The customer lost consciousness and had fallen. The customer was hospitalized. Due to the fall, the customer had spinal compression resulting in paralysis (possibly temporary). The customer had been released from the intensive care and was currently in the hospital. The cause of the low bg was not known. The customer's spouse reported that the pump had "failed" and a physician had reported that the pump's "power died". The physician thought that the customer may not have charged the pump; however, this has not been confirmed. Although multiple attempts were made, additional information was not provided.